Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act celite cartridges that yielded quality check code 20 a total of 6 times in a row on multiple patients. Dates, time of testing and sample draws is unknown at this time. The customer states that code 20 was received for multiple patients and multiple sample draws. Abbott point of care has determined the event as stated by the customer, a potential for a significant delay based on the available information. Based on the information at this time there were no injuries reported.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Retain testing was completed and product is performing as intended. However, testing of customer returned cartridges show a higher rate of quality check codes (qcc) than expected. Gathered process test data including finished goods, retain and return data for act kaolin s12276 shows the initial oscillation measurement can be a predictor for increased rates of codes like qcc code 31. The issue is not uniformally distributed across lot s12276.

Manufacturer narrative:
(B)(4).

Event description:
Correction from initial: change from act celite in description to act kaolin.